Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device dislocation ('migration') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (batch no. C55836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain, nausea, vomiting, hernia repair, headache, low back pain, chronic pharyngitis, enteritis, viral infection, epigastric hernia, excessive menstruation, hypertension, cholecystectomy, menarche, uterine bleeding and gravida. Concurrent conditions included photophobia, low back strain, hernia, discomfort, diarrhea, constipation, appetite lost, vaginal bleeding, perineal pain, menometrorrhagia, dyspareunia and dysmenorrhea. In february 2015, the patient had essure inserted. In 2015, the patient experienced perforation (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and back pain ("back pain"). The patient was treated with paracetamol (tylenol). Essure treatment was not changed. At the time of the report, the perforation, device dislocation, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, genital haemorrhage, pelvic pain, perforation and vulvovaginal pain to be related to essure. The reporter commented: plaintiff received treatment for migration,perforation. Date(s) of insertion: (B)(6) 2016 (as per pfs) diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: findings: pelvis: bilateral essure devices. Few small involuting ovarian follicles. The uterus, urinary bladder, and rectum are unremarkable. Impression: the gallbladder is filled with gallstones, similar to 2013.; on (B)(6) 2018: impression: no evidence of appendicitis or other acute intra-abdominal process. Hysterosalpingogram - on (B)(6) 2016: impression: occluded bilateral fallopian tubes status post essure placement, bilateral occlusion. Ultrasound abdomen - on (B)(6) 2018: impression: 1. Normal appearance and thickness of the endometrium. It measures 9.3 mm. 2. Slightly prominent uterus with normal contour and no solid mass. This is likely physiologic. 3. There is a 2.5 cm solid and cystic lesion in the right ovary. Given absence of internal vascular flow I favor this represents an involution follicle with perhaps some associated hemorrhage. At the discretion of the ordering clinician, this may be reassessed after one to 2 cycles to ensure no interval enlargement.. 4. The patient's essure devices are not reliably seen by ultrasound but are unremarkable on recent comparison CT.. Batch no c55836 production date 2014-05-15 expiration date 2017-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: update of quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device dislocation ('migration') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (batch no. C55836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain, nausea, vomiting, hernia repair, headache, low back pain, chronic pharyngitis, enteritis, viral infection, epigastric hernia, excessive menstruation, hypertension, cholecystectomy, menarche, uterine bleeding and gravida. Concurrent conditions included photophobia, low back strain, hernia, discomfort, diarrhea, constipation, appetite lost, vaginal bleeding, perineal pain, menometrorrhagia, dyspareunia and dysmenorrhea. In (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced perforation (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and back pain ("back pain"). The patient was treated with paracetamol (tylenol). Essure treatment was not changed. At the time of the report, the perforation, device dislocation, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, genital haemorrhage, pelvic pain, perforation and vulvovaginal pain to be related to essure. The reporter commented: plaintiff received treatment for migration,perforation. Date(s) of insertion: (B)(6) 2016 (as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: findings: pelvis: bilateral essure devices. Few small involuting ovarian follicles. The uterus, urinary bladder, and rectum are unremarkable. Impression: the gallbladder is filled with gallstones, similar to 2013.; on (B)(6) 2018: impression: no evidence of appendicitis or other acute intra-abdominal process. Hysterosalpingogram - on (B)(6) 2016: impression: occluded bilateral fallopian tubes status post essure placement, bilateral occlusion. Ultrasound abdomen - on (B)(6) 2018: impression: 1. Normal appearance and thickness of the endometrium. It measures 9.3 mm. 2. Slightly prominent uterus with normal contour and no solid mass. This is likely physiologic. 3. There is a 2.5 cm solid and cystic lesion in the right ovary. Given absence of internal vascular flow I favor this represents an involution follicle with perhaps some associated hemorrhage. At the discretion of the ordering clinician, this may be reassessed after one to 2 cycles to ensure no interval enlargement.. 4. The patient's essure devices are not reliably seen by ultrasound but are unremarkable on recent comparison CT. Batch no c55836, production date 2014-05-15, expiration date 2017-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device dislocation ('migration') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (batch no. C55836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain, nausea, vomiting, hernia repair, headache, low back pain, chronic pharyngitis, enteritis, viral infection, epigastric hernia, excessive menstruation, hypertension, cholecystectomy, menarche, uterine bleeding and gravida. Concurrent conditions included photophobia, low back strain, hernia, discomfort, diarrhea, constipation, appetite lost, vaginal bleeding, perineal pain, menometrorrhagia, dyspareunia and dysmenorrhea. In (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced perforation (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and back pain ("back pain"). The patient was treated with paracetamol (tylenol). Essure treatment was not changed. At the time of the report, the perforation, device dislocation, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, genital haemorrhage, pelvic pain, perforation and vulvovaginal pain to be related to essure. The reporter commented: plaintiff received treatment for migration,perforation. Date(s) of insertion: (B)(6) 2016 (as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: findings: pelvis: bilateral essure devices. Few small involuting ovarian follicles. The uterus, urinary bladder, and rectum are unremarkable. Impression: the gallbladder is filled with gallstones, similar to 2013.; on (B)(6) 2018: impression: no evidence of appendicitis or other acute intra-abdominal process. Hysterosalpingogram - on (B)(6) 2016: impression: occluded bilateral fallopian tubes status post essure placement, bilateral occlusion. Ultrasound abdomen - on (B)(6) 2018: impression: 1. Normal appearance and thickness of the endometrium. It measures 9.3 mm. 2. Slightly prominent uterus with normal contour and no solid mass. This is likely physiologic. 3. There is a 2.5 cm solid and cystic lesion in the right ovary. Given absence of internal vascular flow I favor this represents an involution follicle with perhaps some associated hemorrhage. At the discretion of the ordering clinician, this may be reassessed after one to 2 cycles to ensure no interval enlargement.. 4. The patient's essure devices are not reliably seen by ultrasound but are unremarkable on recent comparison CT. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Event back pain was added. Severity of the events were added. Lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device dislocation ('migration') and genital haemorrhage ('heavy abnormal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain, nausea, vomiting, hernia repair, headache, low back pain, chronic pharyngitis, enteritis, viral infection, epigastric hernia, excessive menstruation, hypertension, cholecystectomy, menarche, uterine bleeding and gravida. Concurrent conditions included photophobia, low back strain, hernia, discomfort, diarrhea, constipation, appetite lost, vaginal bleeding, perineal pain, menometrorrhagia, dyspareunia and dysmenorrhea. In (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced perforation (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). At the time of the report, the perforation, device dislocation, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, pelvic pain, perforation and vulvovaginal pain to be related to essure. The reporter commented: plaintiff received treatment for migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: findings: pelvis: bilateral essure devices. Few small involuting ovarian follicles. The uterus, urinary bladder, and rectum are unremarkable. Impression: the gallbladder is filled with gallstones, similar to 2013; on (B)(6) 2018. Impression: no evidence of appendicitis or other acute intra-abdominal process. Hysterosalpingogram - on (B)(6) 2016: impression: occluded bilateral fallopian tubes status post essure placement. Ultrasound abdomen - on (B)(6) 2018: impression: normal appearance and thickness of the endometrium. It measures 9.3 mm. Slightly prominent uterus with normal contour and no solid mass. This is likely physiologic. There is a 2.5 cm solid and cystic lesion in the right ovary. Given absence of internal vascular flow I favor this represents an involution follicle with perhaps some associated hemorrhage. At the discretion of the ordering clinician, this may be reassessed after one to 2 cycles to ensure no interval enlargement. The patient's essure devices are not reliably seen by ultrasound but are unremarkable on recent comparison CT. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: ppf received. Case become incident added event migration, perforation. Event onset date was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.